Event description:
It was reported that a warning triggered due to a sensing issue with the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.